Manufacturer narrative:
(B)(4)

Event description:
Physician reported resistance upon removal of the guidewire component of the kit. The physician reported using force to remove the wire and reported the tip of the wire broke off under the skin outside the vessel. It was reported there was no adverse patient outcome or further intervention.